Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was delivered over 4 years and 2 months ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure inner circuit board by an accidental failure of an electronic component. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the demonstration inspection at olympus repair center, olympus repair center found that the device could not be turned on the power. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.